Event description:
Additional information received on 7-nov-2022 via email and attached to complaint object: no further information is available. Husband was to call back if product is still available. Additional information received on 15-nov-2022 via email and attached to investigation object: attached is the last communication available. No further information or updates at this time.

Manufacturer narrative:
Other, other text: additional information: b5, d5, h6 this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4) no lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient had a detective cassette. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. The reported product fault occurred while in use with the patient but did not cause or contribute injury to the patient. The patient had an additional cassette and was able to switch to that cassette to continue the infusion successfully. The infusion was life sustaining. The outcome of the event was resolved. Additional information of patient identifiers was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, UDI number) are unknown. No information has been provided to date.